Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 2. One week later, on (B)(6) 2019, mr had increased to grade 3. On (B)(6) 2019, the mr was still grade 3. An additional clip procedure is being considered. The relationship between the mr and the mitraclip is unknown, but the implanted mitraclip is stable on both leaflets. There is no suspected or confirmed leaflet or chordal damage related to the implanted mitraclip. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2019 the patient was re-admitted to the hospital and was found to have an mr grade of 4. In the opinion of the physician, the mr increase is not related to the mitraclip device and procedure. Medication was given and the patient was discharged from the hospital on (B)(6) 2019, but the condition is continuing. No additional information was provided.